Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. "Di" not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited noise and impedance problem. The patient presented on (B)(6) 2019 for procedure and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in 2 pieces measuring 10.1cm from the connector portion and 37.4cm from the distal portion. External insulation abrasion was noted from 3.2cm to 4.8cm from the distal tip consistent with friction to another device or feature of the heart.